Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-57362.

Event description:
The customer reported via phone call being hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 1000 mg/dl, and with serum the blood glucose was over 600 mg/dl. The customer stated that when she pressed the scroll on the insulin pump during a low prediction, the backlight did not turn on. The customer stated that she was trying to give herself insulin, a signal from the sensor went to the insulin pump, and the backlight went off. She complained of nausea. She had been diagnosed with pneumonia a week prior to the hospitalization. She was disconnected from the device, treated with intravenous drip upon admission, and was given the insulin pump after treatment. She stated that she was wearing the insulin pump at the time of admission. She reported that when she had a low prediction alert, she was unable to turn the backlight on. She stated that she could not read the screen and ended up in the hospital. She was transferred to a sensor technician for assistance.